Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2020-04431, 1627487-2020-04433, 3006705815-2020-01793, 1627487-2020-04434, 1627487-2020-04435. It was reported the patient experienced inadequate stimulation. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein both of the patient's systems were explanted.

Manufacturer narrative:
Correction: section g4-the date received by manufacturer should have been 14apr2020 rather than 17apr2020.